Event description:
Per independent repair center statement, the unit has low o2/yellow light. The key failure is the gear clamp for the sieve beds is leaking. Additional malfunction is the gear clamp for the manifold is leaking.